Event description:
A cyst formed in july, the patient had this lanced and drained, another cyst formed, this was lanced and drained and now the same thing is happening again.

Manufacturer narrative:
Product recall initiated august 21, 2007. No product is being returned for evaluation.